Manufacturer narrative:
Follow-up #1: date of submission 09/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2016 with the following findings: the review of the black box data showed cs52 alarms on the date of the alleged issue occurrence. The pump powered up correctly; however, a call service alarm 069 was reproduced during the rewind step and was unable to be cleared in order to adequately investigate reported ¿cs52¿ complaint. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board or to the continuous glucose monitoring module.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted 052-0000000 alarm. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.